Event description:
Transducer that connects to ventriculostomy became disconnected and cerebrospinal fluid (csf) leaked from the drain and onto the floor. Patient had just been returned from a procedure and the ventriculostomy was being transferred to the pole, when the transducer fell off. The device was not bumped or banged.